Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Surgery date: (B)(6) 2007 and (B)(6) 2012. Patient initials: (B)(6). Gender: female. Age: (B)(6). It was reported that sometime following anterior cervical surgery on (B)(6) 2007 and (B)(6) 2012 using rhbmp-2/acs the patient allegedly began to experience change in voice,difficulty swallowing, dizziness, numbness in both arms, muscle spasms, pain and swelling in neck and shoulders. On (B)(6) 2009 - pt. Presents for office visit. 'Pain level has increased since the last visit.' 'Right shoulder pain is worsening with decreased and painful range of motion.' On (B)(6) 2010 - pt. Presents for office visit with complaints of 'neck pain radiating from neck down both arms.' 'Right shoulder pain has improved since injection with improvement in rom.' On (B)(6) 2010 - pt. Underwent exam for cervicalgia and syncope. On (B)(6) 2010 - pt. Underwent exam for acquired hypothyroid (B)(6) 2010 - pt. Underwent a procedure for total thyroidectomy. On (B)(6) 2012 - pt. Underwent surgery to treat c6-c7 spondylosis, spinal stenosis, and non-union of anterior cervical fusion. Procedure was for c6-c7 bilateral laminotomy, foraminotomy with compression of c7 nerve roots bilaterally, posterior spinal fusion c6-c7 with spine 360 lateral mass segmental instrumentation, local bone graft harvesting, infuse, and dbx bone graft extender. 'There was a nonunion at c6-c7 with what appeared to be a solid fusion at c5-c6. Foraminal stenosis bilaterally at c6-c7.' 'Locally harvested bone was placed adjacent to decorticated surfaces of bone on top of that was placed a small infuse collagen sponge soaked with infuse bmp and with some dbx allograft and lateral gutters on both sides.'